Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by the end user's daughter who reported that the caps from the front axle bolts detached and fell off. As a result, the exposed bolts caused the end user to sustain a leg injury. The end user required wound care, including antibiotic treatment. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.